Event description:
It was reported that a pump was alarming for a system error 105. There was no pt incident.

Manufacturer narrative:
MFR ref. No: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.